Event description:
It was reported that high capture threshold and then loss of capture were noted. Lead dislodgement suspected. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.